Event description:
It was reported that the pump exhibited a bubbled downstream occlusion sensor seal. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubble downstream occlusion sensor seal. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was duplicated. The cause of the reported issue is being investigated. As a result, the downstream occlusion sensor seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.